Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device would activate but there was no hemostasis of the tissue. They used a second device to control the bleeding and completed the procedure. There was no patient consequence reported.